Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown humeral stem cat#: ni, lot#: ni; unk humeral tray cat#: ni, lot#: ni; unk glenosphere cat#: ni, lot#: ni; unk glenoid baseplate cat#: ni, lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00487, 0001825034 - 2021 - 00488, 0001825034 - 2021 - 00490, 0001825034 - 2021 - 00491.

Event description:
It was reported patient is experiencing pain approximately 4.5 years post implantation. An mir is showing possible loosening. Attempts have been made and additional information on the reported event is unavailable at this time.